Manufacturer narrative:
The investigation determined that during a correlation testing event, higher and lower than expected vitros ipth results were obtained from twenty four patient samples processed on a vitros system when compared to a non-vitros method (roche cobas) to which the vitros ipth should have a 1:1 correlation. Ortho has identified a 40% positive bias comparing vitros ipth to alternative commercially available methods. The origin of the overall positive bias is currently not known. The investigation is ongoing. (B)(4).

Event description:
Higher and lower than expected vitros ipth results were obtained from twenty four (24) patient samples when compared to a non-vitros method (roche cobas) to which the vitros ipth assay should have a 1:1 correlation. (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The vitros ipth results were obtained during a correlation test event and were not reported from the laboratory. There were no allegations of patient harm as a result of this event. This report is number one of three MDR¿s for this event. Three 3500a forms are being submitted for this event as three devices were involved. (B)(4).